Event description:
It was reported after collecting blood in bd microtainer® map microtubes for automated process k2 edta 1.0 mg, the blood samples were clotted when the lab went to analyze them. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
This MDR replaces MFR report # 2618282-2024-00145. A correction was made to the site legal name and medical device manufacturer requiring this new report. . Investigation summary: "material #: 363706 lot/batch #: unknown bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of september 2024. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints."